Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop on (B)(6) 2025 due to a driveline disconnect event; however, a specific cause for the driveline disconnect could not be conclusively determined. It was reported that the patient was seen in clinic following discharge. Upon interrogation, the site noted one driveline disconnect and two pump off alarms. The pump stop event was noted to have occurred on (B)(6) 2025. When the patient and their spouse were questioned, they were adamant that the events did not occur and were certain no alarms sounded. They insisted that the patient was on wall power at the time and that their system controller was not covered by blankets to where they would not hear an alarm. They insisted that they did not disconnect the system controller at any point. The submitted controller event log file contained events from 06sep2025 ¿ 10sep2025. The file captured a pump stop event on 09sep2025 due to the driveline being briefly disconnected. This event was associated with low flow hazard, lvad off, and driveline disconnect alarms. The pump remained off for approximately 4 seconds, until ramping back up to the stored patient speed without issue. No other notable events or alarms regarding an issue with the pump were captured, and the pump appeared to be operating as intended while the driveline was connected the additional submitted controller event log files contained events from 10sep2025 ¿ 15sep2025. The log files captured events consistent with the reported controller exchange, including the disconnection of the driveline on (B)(6) 2025 resulting in a pump stop. Additionally of note, the silence alarm button was repeatedly pressed on (B)(6) 2025 just prior to the disconnection of the driveline; however, no corresponding alarms were captured during this time. The driveline was reconnected to the new controller, and the pump was connected to external battery power, after which the pump ramped up to the stored patient speed without issue and resumed normal operation. No other notable events or alarms regarding an issue with the pump were captured, and the pump appeared to be operating as intended while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU)and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic following discharge. Upon interrogation, the site noted 2 low voltage, 2 no external power, 1 driveline disconnected, and 2 pump off alarms. When the patient and their spouse were questioned, they were adamant that the events did not occur and were certain no alarms sounded. They insisted that the patient was on wall power at the time and that their system controller was not covered by blankets to where they would not hear an alarm. They insisted that they did not disconnect the system controller at any point. Following review by tech services, it appeared that the event log contained various alarms associated with a true driveline disconnect event on (B)(6)2025. Prior to and after the disconnect event, it appeared that the log contained loss of external power events while the patient was utilizing the mobile power unit (mpu). The low voltage hazard events appeared to have been the result of the mpu suddenly losing power. The events appeared to have resolved once the external power was completely restored. The mechanical circulatory support (mcs) equipment appeared to have operated as intended both electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient reported a pump stop event on 09sep2025, but when the patient was seen on (B)(6) 2025 everything looked fine. On 13sep2025, the patient's spouse called to report an audible alarm and that the pump was off. The patient's spouse stated that the event resolved. The provider on call recommended a system controller exchange, which was performed without incident. They then reported further alarms since the exchange but could not specify which were noted. The customer did not see any alarms prior to the system controller exchange. The customer saw "no external power" alarms on the now "un-dated" controller, which the patient denied knowledge of. The mobile power unit was assessed in clinic on (B)(6) 2025 and everything appeared to have been functioning appropriately. The ac power cord was secure. They stated that all of the outlets at home were functioning well and did not have wall switches connected. The patient was admitted for observation and the mpu would be brought in for further assessment. The customer was concerned for user error but requested analysis to confirm nothing was missed. Log files were submitted for both the exchanged primary and current primary controllers. Following review of the submitted log files, it appeared that the event log contained data between 10sep2025 and 13sep2025. The pump appeared to have been operating within normal parameters until (B)(6) 2025 at 11:25 am when the pump was disconnected from the controller, causing various alarms. There were no unusual alarms or events seen prior to the disconnect event. Tech services also noted the silence alarm button being repeatedly pressed between 10:49 and 11:04 am on 13sep2025. However, there were no corresponding alarms seen in the log. The patient was on battery power during the silence button presses and disconnect event. The current primary controller ((B)(6)) log file contained various alarms associated with the controller exchange. The pump appeared to have resumed normal operation with controller clock corrupt flags active. The clock appeared to have been synched around 2:52 pm. Based on the data visible in the log files, it appeared that the equipment operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop on (B)(6) 2025 due to a driveline disconnect event; however, a specific cause for the driveline disconnect could not be conclusively determined. The submitted controller event log file contained events from (B)(6) 2025. The file captured a pump stop event on (B)(6) 2025 due to the driveline being briefly disconnected. This event was associated with low flow hazard, lvad off, and driveline disconnect alarms. The pump remained off for approximately 4 seconds, until ramping back up to the stored patient speed without issue. No other notable events or alarms regarding an issue with the pump were captured, and the pump appeared to be operating as intended while the driveline was connected. The additional submitted controller event log files contained events from (B)(6) 2025. The log files captured events consistent with the reported controller exchange, including the disconnection of the driveline on (B)(6) 2025 resulting in a pump stop. Additionally of note, the silence alarm button was repeatedly pressed on (B)(6) 2025 just prior to the disconnection of the driveline; however, no corresponding alarms were captured during this time. The driveline was reconnected to the new controller, and the pump was connected to external battery power, after which the pump ramped up to the stored patient speed without issue and resumed normal operation. No other notable events or alarms regarding an issue with the pump were captured, and the pump appeared to be operating as intended while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.